Event description:
A report was received that in the patient¿s trial procedure wherein the second lead was inserted, the physician did a wet tap to the patient. The patient experienced extreme lower back pain and loss of sensation the right leg following the procedure. The leads were pulled. Imaging was done, and it was found that there was an epidural hematoma, which was believed to be procedure related and not device related. The patient was rushed to the hospital for spinal decompression. The patient was doing much better and was regaining strength in the extremities.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility.